Manufacturer narrative:
Additional information received by smiths medical, this was a faulty home device in the cadd cassette. Patient stable, no harm observed. Remodulin therapy resumed within 5 minutes of presenting to the ed and identifying the problem. The patient's specialty pharmacy was contacted to inform them of this event. A plan was developed for the specialty pharmacy to reach out to the patient that day to coordinate new shipment of remodulin. The patient has back up supplies at home to prepare a cassette in the event of cadd cassette pump failure.

Event description:
Information was received indicating that a no disposable alarm was noted with a smiths medical cadd cassette reservoir. No patient consequences were reported. No adverse effects were reported.